Manufacturer narrative:
(B)(4). D10- medical product: stemmed tibial component precoat size 5, item# 00598004701, lot# 63413410. Stem extension straight 15mm dia x 30mm length, item# 00598801215, lot# 63540425. Articular surface, item# 00596204010, lot# 63373692. All-poly patella cemented 38 mm diameter, item# 42540200038, lot# 63577983. Femur cemented (ps) standard left size 9, item# 42500606601, lot# 63526570. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp fractured. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0002648920-2022-00189, 0002648920-2022-00188. This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient experienced pain along with tibial loosening and effusion. The rom flexion was noted to 0-90 before the pre-op. Revision surgery was performed and only tibial component was revised. Rom was noted to at 120-degree flexion. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert 87-6203-453-22: pain and loosening of the implant are known adverse effect of this system. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately two years one and a half months post implantation due to patient comorbidities, limited range of motion, pain, swelling, and loosening. The tibia components were revised with difficulty and the osteotomy with tibial tubercle was reapproximated with cable wires. Attempts to obtain additional information have been made; however, no more information is available.